Manufacturer narrative:
No probe sample was returned for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this report and the lot history review of the probe could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A surgeon reported that after removing the vitreotome from the patient's eye, the vitreotome broke into two parts. There was no patient harm. A product sample has been requested for evaluation.

Manufacturer narrative:
One probe was returned for evaluation for the report of the probe separating into two parts at the start of surgical use. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and was deemed to be nonconforming. The front and rear engine housing is detached. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The report evaluation does confirm the probe is nonconforming due to the detachment of housing components. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, an adhesive problem, or poor transporting of the product. An internal investigation has been opened to address reports of a similar nature. (B)(4).